Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-jun-2018 with the following findings: the up arrow, down arrow, contrast, and ok keypad buttons were intermittently responsive. The keypad was removed and contamination was found under the all the button contacts. The down arrow, and ok keypad button contacts were inverted. The display was dim and pink. The battery compartment was cracked below and above the grip pad. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the display was dim, and the keypad buttons were intermittently responsive. This report is made based on results of investigation completed on 06-jun-2018.